Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone#: (B)(6).

Event description:
It was reported the monitor did not generate an alarm properly, which had an unknown impact on patient care. It was indicated the patient did not have an implanted pacemaker, so this was not an issue. During the course of monitoring, artifact and signal disturbances on the spo2 measurement were repeatedly observed but classified as motion related. The sensor was repositioned several times and the patient was repeatedly advised to leave the measurement on the finger. Based on this, the user described the spo2 values as 'temporarily limited'. Monitoring alarms were noticed during the course of these events. ECG patches were checked repeatedly and replaced as needed during the course of the study. The patient's heart rate dropped below 40 bpm and to asystole as expected; however, no alarm was triggered or the alarm was delayed by the monitoring system. The patient was found lifeless in the treatment room at approximately 5:00pm, connected to monitoring equipment. At the time of discovery, the monitoring showed an ECG curve and a heart rate of approximately 60 bpm. Immediately after the patient was found, the resuscitation team was alerted. At the same time, medical and nursing staff checked the patient's breathing and circulation. Despite clinical signs of cardiac arrest, monitoring continued to show a normal ECG curve and normal heart rate. Resuscitation measures were initiated in the presence of pea. A heart rate alarm was generated for a rate below 40 bpm at 5:11pm. It was noted due to the discrepancy; there was a delay in chest compressions. A return of spontaneous circulation was achieved for a short time, but the patient passed away around 5:35pm. The customer requested assistance in obtaining patient data and checking for any missed alerts.

Manufacturer narrative:
Analysis was performed a philips field service engineer which included data backup, device check, and alarm function test. The devices are fully functional, and the system meets the manufacturer's specifications in the tests. The complaint was escalated for a technical complaint investigation (product support engineering and clinical application specialist reviewed the clinical audit logs). The device does not have an alarm for pea, in which the heart shows electrical activity on the monitor, but the heart fails to pump blood or generate a palpable pulse. The only alarm we provide for pea is "spo2 no pulse". There were multiple "spo2 no pulse" alarms generated, as well as interference. At 17:11:35, **hr 36<40 was generated. At 17:11:28, xbrady 29<35 was generated. At 17:11:56, the alarms were acknowledged at the monitor. At 17:14:53, ***vent fib/tach alarm was generated. Alarms were acknowledged at the monitor at 17:15:29. 15.04.2026 17:04:56 u6 nbp no measurement generated at 17:04:31. Pic ix: ixzna 15.04.2026 17:06:26 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:06:26 u6 spo2 no pulse generated at 17:06:01. Pic ix: ixzna 15.04.2026 17:06:38 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:07:06 u6 spo2 no pulse generated at 17:06:41. Pic ix: ixzna 15.04.2026 17:07:08 u6 ECG - check cables generated at 17:06:43. Pic ix: ixzna 15.04.2026 17:07:44 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:07:44 u6 spo2 interference generated at 17:07:19. Pic ix: ixzna 15.04.2026 17:07:54 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:07:54 u6 spo2 no pulse generated at 17:07:29. Pic ix: ixzna 15.04.2026 17:07:55 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:08:16 u6 spo2 no pulse generated at 17:07:51. Pic ix: ixzna 15.04.2026 17:08:36 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:08:48 u6 l leads off generated at 17:08:23. Pic ix: ixzna 15.04.2026 17:09:00 u6 l leads off ended. Pic ix: ixzna 15.04.2026 17:09:07 u6 spo2 interference generated at 17:08:42. Pic ix: ixzna 15.04.2026 17:09:15 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:09:15 u6 spo2 no pulse generated at 17:08:50. Pic ix: ixzna 15.04.2026 17:09:20 u6 l leads off generated at 17:08:55. Pic ix: ixzna 15.04.2026 17:09:34 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:09:38 u6 spo2 no pulse generated at 17:09:13. Pic ix: ixzna 15.04.2026 17:09:40 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:09:52 u6 l leads off ended. Pic ix: ixzna 15.04.2026 17:10:02 u6 spo2 interference generated at 17:09:37. Pic ix: ixzna 15.04.2026 17:10:15 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:10:15 u6 spo2 no pulse generated at 17:09:50. Pic ix: ixzna 15.04.2026 17:10:31 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:10:31 u6 spo2 interference generated at 17:10:06. Pic ix: ixzna 15.04.2026 17:10:58 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:10:58 u6 spo2 no pulse generated at 17:10:33. Pic ix: ixzna 15.04.2026 17:11:10 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:11:19 u6 spo2 no pulse generated at 17:10:54. Pic ix: ixzna 15.04.2026 17:11:51 u6 **hf 37 <40 generated at 17:11:26. Pic ix: ixzna 15.04.2026 17:11:53 u6 **hf 37 <40 ended. Pic ix: ixzna 15.04.2026 17:11:53 u6 ***xbrady 29 <35 generated at 17:11:28. Pic ix: ixzna 15.04.2026 17:11:54 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:11:54 u6 spo2 spo2 signal loss generated at 17:11:29. Pic ix: ixzna 15.04.2026 17:11:56 u6 acknowledge rmon1 15.04.2026 17:11:59 u6 ***xbrady 29 <35 ended. Pic ix: ixzna 15.04.2026 17:12:00 u6 **hf 36 <40 generated at 17:11:35. Pic ix: ixzna 15.04.2026 17:12:06 u6 **hf 35 <40 ended. Pic ix: ixzna 15.04.2026 17:12:06 u6 ***xbrady 33 <35 generated at 17:11:41. Pic ix: ixzna 15.04.2026 17:12:09 u6 acknowledge rmon1 15.04.2026 17:12:09 u6 ***xbrady 33 <35 ended. Pic ix: ixzna 15.04.2026 17:12:10 u6 **hf 36 <40 generated at 17:11:45. Pic ix: ixzna 15.04.2026 17:12:10 u6 spo2 signal loss ended. Pic ix: ixzna 15.04.2026 17:12:41 u6 spo2 interference generated at 17:12:16. Pic ix: ixzna 15.04.2026 17:12:52 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:12:54 u6 spo2 interference generated at 17:12:28. Pic ix: ixzna 15.04.2026 17:12:58 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:12:58 u6 spo2 signal loss generated at 17:12:33. Pic ix: ixzna 15.04.2026 17:13:00 u6 spo2 signal loss ended. Pic ix: ixzna 15.04.2026 17:13:00 u6 spo2 no pulse generated at 17:12:35. Pic ix: ixzna 15.04.2026 17:13:03 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:13:03 u6 spo2 interference generated at 17:12:38. Pic ix: ixzna 15.04.2026 17:13:13 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:13:13 u6 spo2 no pulse generated at 17:12:48. Pic ix: ixzna 15.04.2026 17:13:14 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:13:34 u6 spo2 no pulse generated at 17:13:09. Pic ix: ixzna 15.04.2026 17:14:01 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:14:01 u6 spo2 signal loss generated at 17:13:36. Pic ix: ixzna 15.04.2026 17:14:03 u6 spo2 signal loss ended. Pic ix: ixzna 15.04.2026 17:14:03 u6 spo2 no pulse generated at 17:13:38. Pic ix: ixzna 15.04.2026 17:15:00 u6 spo2 no pulse ended. Pic ix: ixzna 15.04.2026 17:15:00 u6 spo2 interference generated at 17:14:34. Pic ix: ixzna 15.04.2026 17:15:16 u6 spo2 interference ended. Pic ix: ixzna 15.04.2026 17:15:16 u6 spo2 no pulse generated at 17:14:51. Pic ix: ixzna 15.04.2026 17:15:18 u6 **hf 36 <40 ended. Pic ix: ixzna 15.04.2026 17:15:18 u6 *** vent fib/tachy generated at 17:14:53. Pic ix: ixzna 15.04.2026 17:15:29 u6 acknowledge rmon1 15.04.2026 17:15:40 u6 *** vent fib/tachy ended. Pic ix: ixzna. The rhythm strip was also reviewed, and because the beats are labeled as b, this means that the patient was in cardiotach mode. The minimum duration required to generate an asystole event is 2.5 seconds. In this case, the strip shows only a 2 second interval between beats; therefore, the criteria for triggering an asystole alarm were not met. Based on the results of the analysis, the product was confirmed to be operating per specifications. Based on this information, a device malfunction did not cause or contribute to the patient death; however, the cause for the delay in CPR and subsequent death remains unknown.